Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a message was displayed on the arctic sun device screen indicating there was a discrepancy between the temperature of the probe and that of the device.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the device met specifications during evaluation. Checks of temperature probe values are carried out, treatment is simulated and it is observed that the temperature values match correctly. The tests are carried out at 40ºc and 6ºc, the correct circulation flow is checked and electrical safety tests are carried out. All test passed: system is working to designed specification. It is unknown whether the device was influenced by the reported failure, however the device met specifications. The device was not in use on a patient. The DHR review is not required as the reported event is unconfirmed . The labeling/packaging review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a message was displayed on the arctic sun device screen indicating there was a discrepancy between the temperature of the probe and that of the device. Per follow up information received on 26sep2022, there was no patient involvement.